Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty etc02 module. Customer resolution and conclusion: based on the conclusion of the investigation, it was determined that this was a malfunction of the etc02 module. The etc02 module was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed the op check for the etc02.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.